Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted at the time this patient experienced an infection. No further action was reported. The system remains in service. No additional adverse patient effects were reported.